Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side "capsular contracture baker grade IV". Device status is unknown.

Event description:
This report has been confirmed as a duplicate and is no longer considered reportable to the FDA.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/15/2024. Correction: d.4, g.4.

Manufacturer narrative:
This report has been confirmed as a duplicate and is no longer considered reportable to the FDA.

Event description:
This report has been confirmed as a duplicate and is no longer considered reportable to the FDA.